Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding) and pelvic inflammation (seen as pelvic inflammatory disease). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic inflammation after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and pelvic inflammatory disease ("pelvic inflammation") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criterion medically significant), pelvic inflammatory disease (serious criteria medically significant and clinically significant/intervention required), pain ("pain"), vomiting ("vomit") and dyspareunia ("painful sex"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015). At the time of the report, the genital haemorrhage, pelvic inflammatory disease, pain, vomiting and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, pelvic inflammatory disease, pain, vomiting and dyspareunia to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding) and pelvic inflammation (seen as pelvic inflammatory disease). A hysterectomy was performed to remove micro-inserts around 3 years after insertion. Both events are serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic inflammation after essure insertion. Considering essure localization in fallopian tubes, causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding'), pelvic inflammatory disease ('pelvic inflammation') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomit"), dyspareunia ("painful sex/ painful intercourse"), inflammation ("inflammation "), abdominal distension ("tumy swells") and abdominal pain ("tummy painful"). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015 and surgery to remove the essur). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic inflammatory disease, pelvic pain, vomiting, dyspareunia, inflammation, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, genital haemorrhage, inflammation, pelvic inflammatory disease, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added event added as tummy swells and tummy painful. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding"), pelvic inflammatory disease ("pelvic inflammation") and pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomit"), dyspareunia ("painful sex/ painful intercourse") and inflammation ("inflammation "). The patient was treated with surgery (hysterectomy, essure was removed on (B)(6) 2015) and surgery (surgery to remove the essur). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, pelvic inflammatory disease, pelvic pain, vomiting, dyspareunia and inflammation outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, inflammation, pelvic inflammatory disease, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event inflammation was added and event abnormal bleeding, painful intercourse, pain was clubbed with previously reported event.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.